Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii/IV.

Event description:
Argentina. Allegedly, a patient is experiencing capsular contracture grade iii/IV in the left breast, associated with pain and fibrosis, following a breast augmentation with mastopexy performed on (B)(6) 2026. (Sn: (B)(6)).